Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is completed. This is an initial final report submission. Multiple MDR reports were filed for this event, associated report: 0001526350-2023-00100-1. Review of the most recent repair record identified the following related repair: the cutter failed testing due to an incomplete cut. The cutter will need replacement. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the device was jamming due to the comb being bent at the side handle connects. The device handle was able to perform up and down motion. Diligence is complete and no further information is available. No delay or harm were reported. At product evaluation investigation the cutter failed testing due to an incomplete cut. No adverse events were reported as a result of this malfunction.